Event description:
Information received from the field notes that adequate capture and sensing thresholds were observed at implant. The patient also had an underlying sinus rhythm. The following day, unipolar and bipolar lead impedances were >2500 ohms in both channels. The physician opened the pocket and found that the lead/setscrew connections were good. The setscrews were retightened, but the high impedances remained. Therefore, the device was replaced.